Manufacturer narrative:
(B)(4). Date of event: publication year of 2017. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the meaning of ¿other¿ (n=8) under dysmenorrhea after surgery and ¿other¿ (n=1) under amount of menstrual bleeding in table 4? Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain.

Event description:
Title : short and long term complications and the impact on quality of life after cervical conization by harmonic scalpel . Authors: megumi furugori, mikiko asai-sato, kayoko katayama, fumiki hirahara, and etsuko miyagi. Citation: j.obstet.gynaecol.res.2017. Doi 10.1111/jog.13273. The objective of this study was to clarify the short- and long-term complications in women undergoing harmonic conization for cervical intraepithelial neoplasia or mic, defining short- and long-term intervals before and after resumption of daily activities. A total of 88 female patients, ages ranging from 20 to 48 years (mean age ± sd, 39.2 years ± 5.2) who were still experiencing menstrual cycles and who had undergone harmonic conization participated in a questionnaire survey conducted from 1 october 2014 to 30 january 2015. Cervical conization was performed using the harmonic scalpel (johnson and johnson, available since 1996 in japan). Cervical stenosis after conization was experienced by two patients and both underwent a cervical dilatation procedure. Thirty-seven women complained of postoperative bleeding that was heavier than their usual menstrual bleeding, 23 of whom visited the clinic due to heavy genital bleeding. Of the 23 women, 5 underwent a hemostasis procedure by suturing or an electric device while the remaining women did not require treatment. The duration of the postoperative bleeding was less than 1 month in 58 women, was less than 2 months in 13 women, but in 9 women the bleeding including slight spotting lasted for 2 months or more. There were 14 women who reported that the postsurgical bleeding was difficult to endure. Offensive vaginal discharge was reported by 5 women. There were 27 women who reported prolonged menstrual bleeding after the surgery, 18 had spots before main bleeding, 3 had prolonged main bleeding, 3 had spots after main bleeding, and 3 had varied bleeding. Eight women complained that their dysmenorrhea (menstrual pain) was worse after surgery. Nineteen women stated there was an increase in the amount of menstrual bleeding after surgery. In conclusion, the authors reported that their findings suggest that early detection and excision of the disease lesion might not solve the health problems of the women with precancerous women or mic of the uterine cervix. Women who undergo conization should receive a comprehensive preoperative overview of the procedure and attentive postsurgical care. Hpv vaccination and need for the development of new, non-surgical treatment strategies must be emphasized.